Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that partial pocket decubitus was noted due to infection. The pocket was revised. The patient condition is good.